Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is swelled. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "loose connection" was due to deformation of plug unit. Additionally, "cable unit is swelled" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited loose connection. There were no reports of patient harm.